Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced at the customer site by a field service technician. Visual inspection identified that the door latch was damaged, confirming the reported condition. The cause of damage to the door latch is unknown. To address the condition, the door latch was replaced. The device was restored to a good working condition and returned to the customer. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump had a broken door latch. It was not specified when in the process this occurred. There was no patient involvement. Additional information was requested and is not available.